Event description:
Procedure: sleeve gastrectomy. According to the reporter: the customer reports that the staples did not hold on several sites. The reload could be loaded. The jaws could open and released tissue. The device could be removed easily after stapling. The patient passed away. The patient was (B)(6). Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).